Manufacturer narrative:
(B)(6).

Event description:
It was reported that the dynomite 2.0 pk was opened as requested by surgeon. Appropriate 1.6 drill used. Surgeon opted not to tap, advanced screw by hand. Twisted gray bit of handle counterclockwise 90 degrees to release anchor. Reported that as surgeon withdrew the orange handle, the suture threads attached to the anchor just freely detached and separated together with the needles. Anchor was still in bone. Surgeon asked to open another dynomite anchor. Same drill used. Same technique used. Dynomite anchor was implanted successfully. No other incident encountered. Slight delay to surgery. No patient injury was reported.

Manufacturer narrative:
Peek anchor device with needles fixation was returned. The reported procedure was a wrist arthrodesis. This device is not recommended for comminuted bone condition. This instrument is recommended for attachment of soft tissue to bone situations. The device shaft and handle was not damaged. The 2mm anchor and attached suture double needle assembly were not returned. The prep drill size was reported to be the recommended size. It was not confirmed whether the drill was the dynomite required drill specified for this product¿s use. The complaint also stated that the surgeon chose to deviate from the instructions for use recommendations for insertion of the anchor by screwing vs tapping or pushing the anchor into location. No root cause associated with the manufacture of this device was established.